Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as one month prior to publication. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The additional adverse patient effects are being filed under a separate medwatch report#.

Event description:
This event was captured based on literature review. It was reported that in randomized trials, everolimus eluting stents (ees) performed better than paclitaxel eluting stents (pes). The following clinical outcomes were reported: target lesion revascularization, target vessel failure, myocardial infarction, stent thrombosis, major adverse cardiovascular events (mace) and death. No additional information was provided.